Event description:
Rv defib an d svc defib impedance measurements appear increasing gradually. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).